Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with mu-971ra; sn (B)(4), from patient monitoring: the central nurse's station (cns) rebooted without warning and a couple minutes later came back up. Service requested: troubleshooting. Service performed: nk ts noted that the hospital had generator testing around the same time as the reboot. Investigation summary: the root cause of the issue was determined to be user circumstances (generator testing), interrupting the power supply. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after a generator test and was getting a "nk 971wd service" error message upon restart.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after a generator test and was getting a "nk 971wd service" error message upon restart. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down after a generator test and was getting a "nk 971wd service" error message upon restart.